Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose of 500 mg/dl with no reported additional symptoms associated with an alleged history settings issue. The patient was on a cruise in open water during the incident. The patient did not test for ketone levels. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reported that they were treating to lower their bg. Troubleshooting with customer technical support (cts) could not be completed therefore the pump malfunction allegation could not be confirmed. The reporter was unwilling to troubleshoot this issue. This complaint is being reported based on the allegation that the patient experienced hyperglycemia and the pump could not be ruled out as a contributing factor.